Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered a persisted error c-34 affecting the monopolar energy on the integrated electrosurgical unit (iesu) generator immediately after powering it on. The customer power cycled but the issue persisted. The technical service engineer (tse) reviewed the system logs and confirmed the reported errors. The tse had the customer disconnect the generator main power cable and wait for one minute before restarting it. The error returned on power up. The tse inquired if the customer had a force triad external generator, the customer stated that they would check but then reported that they would continue with the generator as the bipolar energy was still available. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu) to resolve the issue. The system was verified and ready to use. Isi has not received the iesu for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Manufacturer narrative:
The generator was returned for failure analysis, and the reported failure was confirmed and replicated. During cautery activation test, the generator error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the reported issue can be attributed to a fault on a component or module within the generator.

Event description:
Refer to h11 for follow-up information.